Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #974989. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(1); staples in the track, yes(2) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported "device was spitting staples" during surgery may have been due to a partailly yielded nose weld. Instrument was received with an inverted staple in cartridge nose and with a partially yielded nose weld. No conclusion could be reached as to how this damage occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device was spitting staples. There was no pt consequence.